Event description:
A report was received from the affiliate alleging that a pair of tm matsui bipolar tweezers (made from silicon) was damaged (sodden) after processing in the sterrad 50 sterilizer. The tweezers had been previously processed by ethylene oxide gas sterilization (eog). The MFR of the device could not answer whether it was sterrad compatible or not. The sales rep asked the customer to stop processing the device in the sterrad. The device remained intact; without breakage. There was no injury to pts or healthcare workers.

Manufacturer narrative:
(B)(4) - damaged device. The sterrad 50 was installed on (B)(6) 2007. It is unk if an instrument assessment was performed for the damaged device or whether this device has been previously damaged. The age of the device, how often it is used by the facility, the number of cycles, and whether it has been previously damaged is unk. The initial reporter did not provide details of the cleaning process, cleaning solution brand, or rinsing procedure. The facility has not had changes to the cleaning process or in the products used for cleaning devices. Previous sterilization or high level disinfecting modalities at this facility included ethylene oxide gas sterilization (eog). An eval summary could not be generated via asp's sterrad sterility guide. Per the sterrad 50 user's guide-before processing any item in the sterrad 50 sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device MFR's instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device MFR's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info.